Event description:
It was reported that during a pci (percutaneous coronary intervention) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the severely calcified and tortuous rca (right coronary artery). The lesion was pre-dilated with a 1.5 x 15mm apex balloon; the number of inflations and atms is unk. The 3.0 x 12mm quantum maverick balloon catheter was advanced to the lesion and upon the second inflation at 16 atms, the balloon ruptured; the duration of the inflation is unk. The 3.0 x 12mm quantum maverick balloon catheter was removed without difficulty and replaced with a 4.0 x 12mm quantum maverick balloon catheter. The 4.0 x 12mm quantum maverick balloon was inflated to 12 atms; the duration of the inflation is unk. The procedure was completed with an unspecified size taxus stent successfully implanted. No pt injury or complications were reported. The pt's condition is reported as "good."

Manufacturer narrative:
Complaint device was not returned for analysis. The manufacturing records related to this batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates that device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).